Event description:
Twenty-five minutes into cardiopulmonary bypass clots were noticed in the sucker and vent lines. The filtered section of the reservoir then became clotted/blocked. An additional cardiotomy reservoir was hung to bypass the filtered section of the reservoir. The patient expired post bypass of causes unrelated to the event.

Manufacturer narrative:
Inspection of the venous reservoir revealed that it was extremely clotted. Numerous clots were noted outside of the defoamer in the venous blood compartment. The reservoir was dissected and the cardiotomy filter cartridge was observed to be totally occluded with clots. These clots lead to the replacement of the reservoir during bypass. As reported, these clots originated from the surgical field. No other mechanical obstructions were noted in the flow pathway. No defects were found with this device.